Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device expiration date: 11/30/2017. Device manufacture date: 11/19/2015.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder was causing tube push off. No serious injury or medical intervention.